Event description:
The customer reported having unexplained high blood glucose. Troubleshooting was performed. The time, date, and basal rates were correct. Reviewed the alarm history and found a no delivery alarm. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. The next day, the customer called back and stated that her glucose level went up to 500mg/dl, and she is vomiting. The customer has treated her blood glucose with manual injections and pens. The customer stated that she does not feel well, and she is going to the hospital. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.